Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the manufacturing process found that it is verified that all devices meet specifications according to the final drawing and corresponding workmanship. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee arthroscopy procedure, when the ambient super turbovac wand was connected to the quantum 2 console an error message stating the device was out of date was displayed, even though the device has not expired. The procedure was successfully completed using a back-up device, a surgical delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).